Event description:
The pt's spouse reported that the pt had collapsed from a massive heart attack after getting off the train on his way to work. She believes the rescue team tried to revive him with paddles. She stated that he was a life-long smoker, and had tried to quit but was unsuccessful. He had the stent placed for a minor heart attack in 2005, and chest pain. He had a history of blockages in the rca, and in june or july of 2001, he rec'd three stents to the rca (she did not know type)_. She said he had been placed on plavix then, but had stopped taking it when he had continuous bleeding from a scratch. She reported they had been in hawaii at the time; they had gone there shortly after the stents were placed. She went on to state that pt was not always the most compliant pt. She said that the medications he was taking after the stent placement included plavix, had started on 07/21/2005 (she was reading from the bottle). She offered to count the number of pills (plavix) to determine how many he had taken from the day they were prescribed to the day of his death. She said he was prescribed plavix 75mg twice a day for two weeks, then once a day thereafter; after counting, she stated he had taken 20 pills. She stated he had also been taking zocor 40mg hs, nexium for the effects of the other medications, lisinopril 10mg, initially prescribed in 12/09/2004 and renewed on 07/12/2005, hctz 12.5mg, aspirin, wellburtin (prescribed for smoking cessation a long time ago, she stated, and he had long stopped taking them), toprol xl 50mg daily prescribed initially on 12/27/2004, renewed prior to stent placement, folic acid (an old prescription; she didn't think he took it), opthalmic drops, and ntg as needed, which she said he hadn't taken--she thinks he had one episode of chest pain after receiving the cypher, which he told her about a day or two before he died.